Manufacturer narrative:
Additional information received on 5/6/2019 indicated the patient underwent removal and replacement with non-mentor devices on (B)(6) 2019. It was also reported that the patient experienced capsular contracture baker grade unknown on the left side. Reason for device explant and/or reoperation: deflation. Corrected data: deflation occurred on the right side. Therefore, the initial report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: saline mentor siltex round moderate profile 425cc, catalog number 3542670, serial number (B)(4), lot number 5896564. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) black female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 425cc breast implant and experienced deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.